Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. The technical investigation concluded that the communication failure was due to a controller errors detected as a udp socket timeout. This is a known design defect.

Event description:
During the guidance part of the surgery, there was one shutdown that resulted in a 5-minute delay in the case. While the surgeon was attempting to clear the robot arm, the robot was still locked due to being at the distance to target screen. Before the field service engineer was able to click back into axial & slow, the surgeon attempted to clear the arm, and as it was still locked, the robot proceeded to shut down. Robot was restarted and cleared appropriately.